Event description:
It was reported that the patient's blood glucose level rose to over 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours. The pod was leaking and the adhesive was not very secure. During the investigation, the pod's cannula was found torn on the exposed portion.

Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. The exposed portion of the soft cannula was observed to be torn. A leak was observed due to the tears. The timing and cause of this damage is unknown. It could not be determined if the observed cannula damage contributed to the reported leaking during wear. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.